Event description:
Caller from inform ii system user facility reported patient blood glucose results of 16.8 mmol/l on inform ii uu11035200, lab 6.4 mmol/l, bga 6.4 mmol/l within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the device was replaced due to early battery depletion. No further patient complications have been reported as a result of this event.